Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 41 mg/dl. She stated that she may have given herself too much insulin and treated with glucose tablets and food. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as shown on the status screen. The customer was advised to monitor the blood glucose and insulin pump and to call a health care professional to discuss the possible causes of low blood glucose. The insulin pump was not returned or replaced.